Event description:
During completion of a cardiopulmonary bypass procedure, as the catheter was removed from the vena cava, the user observed that the inked marking on the catheter tube had been partially removed. There was no reported adverse consequence to the pt as a result of this event.